Manufacturer narrative:
Correction to h6 medical device problem code of the initial medwatch. The information was inadvertently selected as detachment of device or device component and should reflect naturally worn. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the eyepiece funnel being worn: although we have not received the actual product, the worn and defective eyepiece funnel is due to wear and tear and rough handling. Based on the results of the investigation, it is likely the following led to the light guide cover glass at the distal end being chipped: although we have not received the actual product, the chipped flat glass at the distal end is most likely due to an impact or fall on the tip of the optical system. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of worn eyepiece funnel, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the 10mm telescope¿s eyepiece funnel was worn. There were no reports of patient involvement.